Event description:
It was reported that the right ventricular (rv) lead had dislodged. Loss of capture was noted. The rv lead was explanted and replaced. There were no adverse health consequences to the patient, the patient was stable.